Event description:
Procedure: stress ui /pelvic organ prolapse. According to the rptr: the pts' attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,constipation, severe cramping, vaginal bleeding and urinary leakage ¿ recommended kegel exercise. Underwent laparoscopic cholecystectomy under general anesthesia.